Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet following a full supply change, with continuous glucose monitor values up to 372 mg/dl and confirmatory fingerstick values up to 451 mg/dl over approximately six hours despite insulin delivery; the setup included a prefilled cartridge, a connector piece, and a contact detach steel infusion set placed on the abdomen. Symptoms included fatigue associated with high blood glucose. Outcomes included product troubleshooting and user education, including guidance to perform a complete supply change and to monitor for glucose reduction over the subsequent period. Investigation included technical troubleshooting by customer support and review of infusion set placement and supply components. Investigation of this case revealed no visible site damage and no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.